Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative, regarding a patient with an implantable pump for unknown indications for use. It was reported that a neurosurgeon was thinking that the catheters were twisted slightly or diluted, and they were going to do an MRI on it. The MRI tech was nervous because there was a note in there saying that the pump or catheter was malfunctioning. The caller wanted to know if they could still scan the pump with that note being in there. The agent reviewed that if the pump was still in use, they would still be able to scan it as normal. Additional information provided from the rep indicated that the MRI tech would not provide patient information but then also stated the question was "hypothetical".

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intrathecal catheter; product ID neu_unknown_cath (serial: unknown); product type: 0184-catheter; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.